Event description:
After three footprint anchors were fixed, the surgeon found that the inner shaft of one inserter was broken. Since the insides of the sites were invisible because of blood, surgeon was unable to find the broken piece in the patient via arthroscopy. After the surgery an x-ray was taken and the surgeon confirmed that the broken tip was inside one of the anchors. According to the report from the surgeon they used the device as usual. The site was prepped by using a straight disposable awl.

Manufacturer narrative:
The returned delivery portion of the device was evaluated and it was confirmed that the tip of the inner driver has broken off. The CAPA is currently ongoing. (B)(4).